Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-feb-2022. The device evaluation was completed on 28-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis revealed that the dilator and the shaft were bent and the hemostatic valve was dislodged inside of hub component. Microscopic examination of the valve surface showed stress marks on the outer diameter; this damage could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. In addition, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. As no resistance was detected, the probable root cause of the obstruction issue could be related to the dislodgment of the valve. The root cause of the dilator and shaft bent could not be determined, but it was concluded that it occurred outside the bwi manufacturing facilities. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the dilator had resistance with the sheath. It was replaced and the procedure continued. There was no patient consequence reported. Additional information was received on the event. The resistance occurred when they were trying to put the dilator into the sheath. No physical damage was seen, but there did seem to be an occlusion that prevented the dilator from going through. The dilator was unable to go into the sheath at all. The event was assessed as a not MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-mar-2022, the shaft was bent and the hemostatic valve was dislodged inside of hub component. The hemostatic valve was dislodged inside of hub component was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 28-mar-2022.